Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, an assignable root cause was not established. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module device did not function and would not charge. It was determined that the device had a led warning light indicator error and a foreign substance/debris/cleaning/sterilization. It was further observed that the device had fluid ingress and stopped by itself. It was further determined that the device failed pretest for check for external cleanness and foils of liquid damage, information button and self-test, charging and checking of power module in the universal battery charger (ubc), functional test, saw test and check liquid indicator. It was noted in the service order that the device's red led lit up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.